Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2015 the pre-procedure CT showed no calcification of main access vessel and no vessel wall thrombosis in aortic necks > 50% of circumference. The pre-procedure proximal aortic neck diameter was 35 mm and proximal aortic neck length was 30 mm. The distal aortic neck diameter was 31 mm and the distal aortic neck length was 24 mm. The maximum aortic diameter was 55 mm and the minimum lumen diameter for main access vessel was 9 mm. The primary tevar indication was aortic dissection type b with no malperfusion reported. The most proximal start of false lumen was zone three on the ishimarus classification scale. The most distal extent of false lumen was the thoracic aorta. Re-entry tears visible were visible and the false lumen was partially thrombosed. On (B)(6) 2015 during the index procedure the patient received one zenith alpha thoracic endovascular graft proximal component (ztap-p-40-167). The proximal zone of stent graft implantation was 4 using the ishimaru zone classification scale. The aorta was accessed percutaneous through the right femoral artery. The deployment of the stent graft was successful. Left subclavian artery was not covered by the stent. No additional procedure was performed during the implantation of the stent graft. No reportable adverse events were observed during the procedure. No endoleaks were reported at the end of the procedure. On (B)(6) 2015 (one day post-procedure), a CT imaging revealed a maximum aneurysm diameter of 51 mm and a total length of covered aorta of 167. False lumen of stented segment of aorta was partially thrombosed. False lumen above stented segment of aorta was completely thrombosed. There was no progression of dissection. There was evidence of type ii endoleak at intercostal artery and it was a new observation. There was no evidence of false lumen perfusion and no evidence of stent graft migration. There was no collapse of proximal component. On (B)(6) 2016 (357 days post-procedure), a CT imaging was conducted at the 12 months follow-up. It revealed a maximum aneurysm diameter of 60 mm and a total length of covered aorta of 176. False lumen of stented segment of aorta was partially thrombosed. False lumen above stented segment of aorta was completely thrombosed. There was no progression of dissection. The CT imaging also revealed evidence of a type ia endoleak at proximal anchorage of the endoprosthesis. This was already present at previous film read. It did result in a new clinical intervention. No information has been given in regards to what kind of intervention there was performed. The CT imaging also revealed evidence of existing false lumen perfusion with the source being residual flow over primary entry. It did result in a new clinical intervention. No information has been given in regards to what kind of intervention there was performed. There was no evidence of stent migration and no evidence of collapse of proximal component. Patient outcome: the patient remains in the study. No additional information has been received.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 08aug2017: additional information added to entry of 18dec2015: there was evidence of false lumen perfusion which was residual flow over the primary entry and was new. There was no evidence of stent graft migration. No additional technical observations were noted.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Summary of investigational findings: as no imaging was provided and the product was not returned it was not possible to determine the exact root cause of the reported event. Based on the information found in this file, the product was used to treat dissection. As per IFU the zenith alpha graft is not indicated the repair of dissections why it was not possible to evaluate if this contributed to the reported event. For now the product was used off-label. No evidence to suggest that the device was not manufactured according to specification. Cook will reopen its investigation after further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2015 the pre-procedure CT showed no calcification of main access vessel and no vessel wall thrombosis in aortic necks > 50% of circumference. The pre-procedure proximal aortic neck diameter was 35 mm and proximal aortic neck length was 30 mm. The distal aortic neck diameter was 31 mm and the distal aortic neck length was 24 mm. The maximum aortic diameter was 55 mm and the minimum lumen diameter for main access vessel was 9 mm. The primary tevar indication was aortic dissection type b with no malperfusion reported. The most proximal start of false lumen was zone three on the ishimarus classification scale. The most distal extent of false lumen was the thoracic aorta. Re-entry tears visible were visible and the false lumen was partially thrombosed. On (B)(6) 2015 during the index procedure the patient received one zenith alpha¿ thoracic endovascular graft proximal component (ztap-p-40-167).the proximal zone of stent graft implantation was 4 using the ishimaru zone classification scale. The aorta was accessed percutaneous through the right femoral artery. The deployment of the stent graft was successful. Left subclavian artery was not covered by the stent. No additional procedure was performed during the implantation of the stent graft. No reportable adverse events were observed during the procedure. No endoleaks were reported at the end of the procedure. On (B)(6) 2015 (one day post-procedure), a CT imaging revealed a maximum aneurysm diameter of 51 mm and a total length of covered aorta of 167. False lumen of stented segment of aorta was partially thrombosed. False lumen above stented segment of aorta was completely thrombosed. There was no progression of dissection. There was evidence of type ii endoleak at intercostal artery and it was a new observation. There was no evidence of false lumen perfusion and no evidence of stent graft migration. There was no collapse of proximal component. On (B)(6) 2016 (357 days post-procedure), a CT imaging was conducted at the 12 months follow-up. It revealed a maximum aneurysm diameter of 60 mm and a total length of covered aorta of 176. False lumen of stented segment of aorta was partially thrombosed. False lumen above stented segment of aorta was completely thrombosed. There was no progression of dissection. The CT imaging also revealed evidence of a type ia endoleak at proximal enchorage of the endoprothesis. This was already present at previous film read. It did result in a new clinical intervention. No information has been given in regards to what kind of intervention there was performed. The CT imaging also revealed evidence of existing false lumen perfusion with the source being residual flow over primary entry. It did result in a new clinical intervention. No information has been given in regards to what kind of intervention there was performed. There was no evidence of stent migration and no evidence of collapse of proximal component. Additional information received 04apr2017: on (B)(6) 2017 (417 days post-procedure), the patient underwent a secondary intervention to treat a type I endoleak which was considered related to the study procedure, but not the study device. A proximal extension was implanted (no information re type of extension). Following the si, there was an undetermined type of endoleak and evidence of false lumen perfusion from residual flow over the primary entry. Patient outcome: on (B)(6) 2017, the patient was discharged from the hospital.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: re-investigation due to new information provided on 08aug2017. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU). A dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: this complaint was re-opened due to receiving imaging. As per imaging review, a type ia endoleak is not confirmed despite confirmation of false lumen reperfusion. Reperfusion was secondary to a new intimal tear at the zta-p/bare stent junction. The secondary intervention performed two months later involved endograft implantation from the lsa origin into the original zta-p with two stent overlap. On follow up cta six months later, the false lumen had thrombosed and was decreased in volume because it had shortened. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.